Event description:
The customer stated that an initial architect ivancomycin result of >100 ug/ml was generated from one patient sample. The sample was retested at 31 and 18 ug/ml. The sample was found to contain fibrin and the customer was not processing the sample per the letter of (B)(4). The customer was instructed on following the field action letter by extra centrifuging the sample. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation has determined that there is a potential for the architect vancomycin assay to generate falsely elevated results due to sample or sample handling issues causing interference. In response to this issue a product correction letter was sent to the customers with specific instructions to continue following all sample handling instructions per the package insert and to follow the additional centrifugation instructions included in the product correction letter. Further investigation determined the root cause of architect ivancomycin (list number 01p30-25) for falsely elevated results is due to the tracer diluent formulation. The formulation does not adequately protect against specimen contamination. The investigation determined, and subsequent verification confirmed, a change to the conjugate diluent will correct the issue. A product information letter regarding this new reagent was issued on march 21, 2012 informing ex-us customers that the new reagent formulation, list number 1p30-27 will be available second quarter, 2012. The additional sample centrifugation as instructed in product correction letter of (B)(4) will continue to be followed by us customers. Submission for the us 510k clearance of the new product was supposed to occur the second quarter of 2012.